Event description:
As reported via the edwards clinical specialist, at the time of a transfemoral transcatheter aortic valve replacement (tavr) procedure, during deployment of the edwards sapien valve, post bav, the valve moved aortic (90:10 position) and resulted in severe central leak. A second sapien valve was deployed distal to the first valve. Echo showed no paravalvular leak (pvl) and no central leak. The patient's pressure was stable throughout the procedure. The patient was in a stable condition at the end of the procedure. The first sapien valve was positioned 50:50 and moved aortic to a 90:10 position during deployment of the valve. During deployment inflation was held for 4 seconds and there was no loss of pacing capture. The image intensifier angle and coaxial alignment were noted to be good prior to deployment of the first valve. In addition the patient was noted to have moderate-severe aortic valve/ leaflet calcification, a moderately calcified but not narrow sinotubular junction (stj), and no septal hypertrophy. Post deployment of the first sapien valve the final position was noted to be too aortic with severe central leak. The second sapien valve was positioned 50:50 but also moved aortic during deployment (80:20 position) but the pvl and central ai were resolved.

Manufacturer narrative:
Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. Per the tavr team, the cause of the reported event was indicated to be the aortic shift of the valve during deployment, due to the stored tension in the delivery system. Along with procedural factors, patient factors of a moderately calcified stj and moderate to severe aortic valve/ leaflet calcification may have contributed to the aortic valve movement resulting in the leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.